Manufacturer narrative:
(B)(4). Factors that may contribute to the difficulty to deflate the balloon causing difficulty removing include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The fox plus was not returned for investigation, which would have aided in determining a potential cause for the reported deflation difficulty. As it was reported that the balloon was cut to facilitate retrieval from the bronchoscopic tube, it should be noted that the product instruction for use (IFU)states: maintaining a vacuum on the balloon, withdraw the catheter. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. Additionally, the indication for use in the IFU states: the fox plus pta catheter is intended for dilatation of lesions in the femoral, renal, iliac, popliteal, peroneal, and profunda arteries and native or synthetic arteriovenous dialysis fistula. In this case, it could not be determined if off-label use caused or contributed to the reported deflation difficulty. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, without having the product to examine, a conclusive cause for the reported deflation difficulty could not be determined; however, based on the lot history review and similar incident results; there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that during a procedure the fox plus balloon was inserted in a bronchoscopic tube, and it could not be correctly deflated after use. The balloon was cut to facilitate retrieval from the bronchoscopic tube. It was noted by the physician that this could damage the bronchoscopic tube. There was no reported adverse patient sequela. There was no reported difficulty during the balloon inflation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use/incorrect anatomy/patient selection. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted to you with all relevant information.